Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown, since the device lot# was unknown/not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The concomitant device intralase fs2 (femtosecond laser) was inspected by the abbott field service specialist (fss). Fss performed the preventative maintenance (pm) on the system and found alignment drifted, which was corrected and gel melt improved significantly. Fss added one doctor procedure with customer service assistance to replace the lost procedure (due to suction loss). Fss found the total procedures to be 21. The system was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During the preventative maintenance (pm) of the femtosecond laser system, the abbott field service specialist reported that a suction loss during surgery occurred with an intralase patient interface (pi) after the laser fired.